Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to a permanent failure of the internal li-ion battery were observed. The device's internal battery needs to be replaced. Additionally, the device's rubber feet were found to be missing and need replaced. The power button on the device's keypad needs to be replaced. No components were replaced. The device was scrapped.